Manufacturer narrative:
The complainant was unable to provide suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0106 captures the reportable event of stent blocked/occluded. Imdrf patient code e0702 captures the reportable patient complication of airway obstruction. Imdrf patient code e0743 captures the reportable patient complication of respiratory distress. Imdrf patient code e0102 captures the reportable patient complication of brain injury. Imdr patient code e0704 captures the reportable patient complication of barium aspiration. Imdrf patient code e2401 captures the reportable patient complication of patient eyes bulging from her head.

Event description:
It was reported to boston scientific corporation that a dynamic y stent was implanted in the airway to treat a collapsed trachea during a stent placement procedure performed on (B)(6) 2019. On march 13, 2019, the patient underwent a barium swallow procedure to test the patient's swallowing post stent placement as part of her medical workup. Later that night, the patient began coughing, gaggling, and gasping for air. As clinically observed, the patient's eyes were bulging from her head. Subsequently, it led to anoxic brain injury and the patient was intubated. As per the medical review record, primary oxygen loss is at minimally 5 minutes with other damage occurring over a longer period due to necessary medical interventions. The patient had suffered permanent neurological decline, rendering the patient in need of permanent care.

Manufacturer narrative:
Blocks a2 (dob and age), a3 (sex and gender), a5, a6, b2 (outcome attrib to adv event), b5, b6, b7, d6b, and f10/h6 (patient, impact and device codes) were updated with the additional information received on may 7, 2024. Block d4, h4: the complainant was unable to provide suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: imdrf device code a0106 captures the reportable event of stent blocked/occluded. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf patient code e0702 captures the reportable patient complication of airway obstruction. Imdrf patient code e0743 captures the reportable patient complication of respiratory distress. Imdrf patient code e0102 captures the reportable patient complication of brain injury. Imdrf patient code e0704 captures the reportable patient complication of barium aspiration. Imdrf patient code e2401 captures the reportable patient complication of patient eyes bulging from her head. Imdrf patient code e0733 captures the reportable patient complication of pneumonia. Imdrf patient code e0731 captures the reportable patient complication of pleural effusion. Imdrf patient code e0752 captures the reportable patient complication of atelectasis. Imdrf patient code e0736 captures the reportable patient complication of pulmonary edema. Imdrf impact code f2203 captures the additional intervention of chest x-rays. Imdrf impact code f23 captures the nasogastric tube and tracheostomy procedure. Imdrf impact code f2301 captures the used of forceps to remove the stent from the patient. Imdrf impact code f2303 captures the medication such as antibiotics to treat patient's infection. Imdrf impact code f08 captures prolonged hospitalization. Imdrf impact code f0801 captures the reportable event of patient was taken into the intensive care unit/ critical care unit.

Event description:
It was reported to boston scientific corporation that a dynamic y stent was implanted in the airway to treat a collapsed trachea during a stent placement procedure performed on (B)(6) 2019. On (B)(6) 2019, the patient underwent a barium swallow procedure to test the patient's swallowing post stent placement as part of her medical workup. Later that night, the patient began coughing, gaggling, and gasping for air. As clinically observed, the patient's eyes were bulging from her head. Subsequently, it led to anoxic brain injury and the patient was intubated. As per the medical review record, primary oxygen loss is at minimally 5 minutes with other damage occurring over a longer period due to necessary medical interventions. The patient had suffered permanent neurological decline, rendering the patient in need of permanent care. Additional information received on may 07, 2024; it was reported on (B)(6) 2024, that the patient presented with difficulty breathing and was admitted with diagnoses of severe symptomatic tracheomalacia and airway obstructions on (B)(6) 2019. A suspension micro laryngoscopy was performed to offer exposure to the trachea for placement of the 15mm diameter dynamic y stent. The stent was successfully implanted, and the procedure was completed. The patient was reported to be stable, awakened, breathing spontaneously and was taken back to cardiovascular intensive care unit (cv ICU) for close observation. On (B)(6) 2019, the patient presented with pneumonia and shortness of breath. A computed tomography (CT) scan without contrast was performed. The results showed an area of consolidation in the posterior left lower lobe associated with air bronchogram which is suggestive of an infectious infiltrate. Soft tissue material identified in the left mainstem and left lower lobe bronchus which may be related to mucous secretion. Apparent interval placement of tracheal stent with components extending into the left and right mainstem bronchus. Scattered ground glass infiltrates identified in the right upper and right lower lobe probable infectious alveolitis or pneumonitis. On (B)(6) 2019 (9:16 a.m), portable anteroposterior (ap) chest x-ray was taken and showed the stent was in placed in the trachea and left mainstem bronchus and left lower lobe atelectasis. At 4:51 p.m, portable chest x-ray showed large left pleural effusion collapsing the left lung. On (B)(6) 2019, a rigid bronchoscopy was performed to remove mucous impaction of the endotracheal tube and bronchial stent. During the procedure, the patient was ventilated with sidearm venturi after the endotracheal tube was removed. The rigid bronchoscope was passed easily into the stent. Significant secretions were removed mostly in the distal left bronchial component of the stent. There was fresh mucoid production and a little bit of bleeding noted, and this was aspirated out and irrigated with epinephrine and saline. Once cleared, the patient was reintubated. The stent remains implanted, and the patient was taken back to the critical care unit (ccu) in hemodynamically stable condition. Ap portable radiograph of the chest was obtained and compared to the study from earlier the same day. The left lung is significantly better aerated. There is residual infiltration or atelectasis in the left and new infiltrated at the right base. The following day, the patient had a fever with worsening leukocytosis up to 22.4. On (B)(6) 2019 (7:31 a.m), ap chest x-ray revealed persistent left perihilar and suprahilar and right basilar infiltrated or asymmetric edema. Small left pleural effusion noted. Tracheal stent noted projecting to the carina. The patient started broad spectrum antibiotics. On (B)(6) 2019, a single view chest x-ray was taken and showed the heart was enlarged. The thoracic was ecstatic. The arch is partially calcified. There are increasing infiltrates identified in the left upper lung, left midlung zone and left base with left-sided effusion. There are persistent infiltrated identified in the right lung base. Nasogastric tube was noted with its tip below the level of the diaphragm. Tracheal stent noted. On (B)(6) 2019, the heart and mediastinum are enlarged but stable. There is worsening of the asymmetric pulmonary edema or infiltrated throughout the left mid and lower lung and right infrahilar region and right lung base. Dense mitral annular calcifications are seen. Nasogastric tube projects to the stomach. On (B)(6) 2019, a flexible bronchoscopy was performed at the bedside as the patient appeared to have been ready for weaning and possible extubating. The physician ensure that the patient's bronchial airway is clear of secretions prior to the removal of the endotracheal tube. The patient was immediately placed on a bipap machine after the endotracheal tube was removed. The patient tolerated this for about 90 minutes and then she began to tire and had co2 retention on her blood gas. A bronchoscope was passed through the right naris to evaluate her trachea. There were significant mucoid secretions that were cleared. Oxygen saturation did not elevate about 87% therefore, the patient was reintubated and mechanically ventilated. On (B)(6) 2019, the patient underwent rigid bronchoscopy and removal of tracheal dynamic y stent, tracheostomy and therapeutic flexible bronchoscopy for aspiration of residual sputum in the tracheobronchial tree due to severe tracheomalacia, failed dynamic tracheal y stent secondary to repeated mechanical obstruction with an inspissated sputum, airway obstruction and ventilator-dependent respiratory failure. During the procedure, an attempt was made to use the bronchoscopy graspers to remove the stent; however, they could not grab sufficient strength on the stent to withdraw it. The rigid bronchoscope was removed and a laryngeal glidescope was used with kelly forceps to firmly grasp the stent. The entire stent was removed, and the patient was reintubated immediately with a larger endotracheal tube and ventilation was resumed. A 9mmx 140 bivona trach tube was placed. The bivona trach tube was positioned above the carina and was held in place with prolene sutures and velcro trach ties. The patient was taken back to the ccu in satisfactory condition. Evaluating, the stent the entire left limb of the stent was completely blocked with very heavy inspissated contents. On (B)(6) 2019, the patient was stable for discharged per intensivist and was considered for another stent placement at a later time. On (B)(6) 2020, the patient presented to the emergency room (ER) with a chief complaint of coughing up dry mucus plugs. It was noted that the patient had a passy muir valve placed in her trachea and is currently at home. The patient has asymptomatic breathing and good vocalization. They are undergoing physical therapy and progressively regaining their strength. On (B)(6) 2020, the patient was admitted for flexible fiberoptic bronchoscopy and tracheostomy tube change. The patient had some stridor after the procedure and was treated with racemic epi and solu medrol x1. Symptoms resolved and the patient was discharged on (B)(6) 2020. The patient was given a follow up appointment on (B)(6) 2020.